Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to enter a bolus for 50 grams of carbohydrates, but was only able to enter units. Tandem technical support assisted the customer with turning the carbohydrates setting on. Additionally, the customer reported attempting to deliver a bolus for 60 grams of carbohydrates and a blood glucose (bg) value of 111 (mg/dl) with 1.06 units of insulin on board (iob - active insulin in the body); however, the pump reported that a bolus was unable to be delivered due to the iob. Reportedly, the customer entered the same values again with 0.96 units of iob, and the pump recommended a bolus of 12 units. Multiple attempts were made to request for the customer to upload the pump data logs. However, the customer did not respond.